Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement, occlusion,prime, excessive no delivery test and verify compromised force sensor system alarm due to motor error alarm. Drive support was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.